Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, no capture was observed on the lead. The lead was capped and replaced. The patient tolerated the procedure well and was in good condition.